Event description:
During stent deployment in the superior femoral artery (sfa), the guidewire prolapsed and became stuck on the strut of the stent. As the physician attempted to free the guidewire from the stent strut, the guidewire broke into two pieces 35cm from the distal tip. The physician successfully removed the guidewire with a snare. There were no consequences or impact to the patient who is reported to be doing fine.

Event description:
During stent deployment in the superior femoral artery (sfa), the guidewire prolapsed and became stuck on the strut of the stent. As the physician attempted to free the guidewire from the stent strut, the guidewire broke into two pieces 35cm from the distal tip. The physician successfully removed the guidewire with a snare. There were no consequences or impact to the patient who is reported to be doing fine.

Manufacturer narrative:
(B)(4) the reported event of device tip broken.additional information was requested from the user facility. From the responses received, it was determined that continuous flush was maintained, the patient did not have a tortuous anatomy and no friction was felt prior to this event.

Manufacturer narrative:
(B)(4). The device was not returned for analysis as it was implanted. From the information provided there is no indication the device was used against instructions for use. Based on the investigation and the information provided, the most probable root cause is operational context.